Event description:
A report was sent to co that a guidewire had broken during a procedure. The report stated that the tip of the wire broke off and went up to the nidus of the avm being treated. The pt did not suffer any adverse effect of this event and the procedure was completed.